Event description:
An optometrist reported a pt was treated for bacterial keratitis resulting in a peripheral corneal scar. The product was returned with the claim that it is contaminated with a bacterium and allegedly caused the incident. The scar is outside of the pupil range and there is no vision loss. The pt has been refit with new rgp contact lenses.